Event description:
This is a spontaneous report received on (B)(6) 2026 from a doctor regarding an adult male consumer who broke col tb classic/extra clean in half and ate the handle, trying to hurt himself. No medical history was provided. On an unspecified date, the consumer started using col tb classic/extra clean (manual toothbrush). The doctor reported that the consumer broke col tb classic/extra clean in half and ate the handle, trying to hurt himself. There was a sharp edge on the handle and the doctor inquired if the plastic handle of the toothbrush is radiopaque to show up on x-ray. An electrocardiogram (EKG) noted a heart rate of 73 beats per minute, normal qrs, no st segment elevation or depression, and no evidence of the ischemic changes. A computed tomography (CT) scan did not identify said toothbrush head on the images. The consumer was sent to surgery for suspected ingestion and removal of toothbrush handle. At the time of this report outcome of the events was unknown.